Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen times out early and activates the wrong portion of the screen. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support, the issue was resolved.